Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone-resorption, excessive activity."

Event description:
It was reported that a patient enrolled in a clinical study underwent a left total hip replacement on (B)(6) 2006. Subsequently, the patient underwent a revision on (B)(6) 2009 due to loosening of the femoral component. The femoral component and modular head were removed and replaced.